Manufacturer narrative:
Investigation summary: during of production of the product the monitoring through the frequency rit0225ctis01-04, which evaluates characteristics in the assembly stage such as: syringe assembles correctly (visual method vs drawing), syringe without damage (visual method), syringe without components missing (visual vs. Drawing method) and syringe without contamination in liquid or external passage (method according to it-02-25-CT-is-06) and in the packing stage such as: syringe in blister without missing components and/or duplicates (visual method vs drawing), cut of blister suitable for the catalogue (visual method vs drawing), quality of blister printing (blister without printing, legible and stain-free printing, shaded print; visual method vs drawing), perimeter seal less than 3 mm and continuous (measurement method with controlled rule), empty blister visual method, correct longitudinal cut (visual method), packing with peel apart (visual method), integrity of the primary packaging: blister without perforations, seal not opened or seal without wrinkles (visual method), correct quantity of piece in box (2 boxes per turn, method: counting by direct observation to robot) during the frequency, 40 pieces per hour are taken; with an acceptance limit of 0 and rejection of 1. The product was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No physical sample is received from the client, only 2 photographs of the claim where the lack of legends printed in the blister is observed. The defect can be generated during the manufacture of the product and the defective parts reported by the customer are within the aql allowed in parts per million. Cannot request a DHR due to unknown lot number.

Event description:
It was reported that bd plastipak¿ insulin syringe had no label. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak insulin syringe had no label. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.